Event description:
A customer reported that the display looks like 3 "a's" instead of 3 "8's". The customer stated that they replaced the batteries but this did not change the display. They deny any type of physical abuse on system. A request was made to return system for evaluation. In the meantime, a replacement unit was provided.